Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was removed (B)(6) 2021, it was noted as removed due to 'failed therapy with continuing refractory overactive bladder.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Insignificant anomalies of explanted damages were observed. Analysis of the lead (l/n: va26ewh) revealed continuity and functional tests were acceptable and there were insignificant anomalies of explant damages medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The patient reported that since implant, they had not had any therapy relief. They were wetting through their clothes and had wet the bed 3 times that week. Their symptoms were worse than prior to implant. They had excellent results with the trials so they were unsure why the permanent implant wasn't working for her. The patient's healthcare professional had increased stim and changed programs but their current setting (program 3 at 4.3 v) was causing constant pain to the right on their vagina. They stated that they called their healthcare professional about this and they recommended to call patient services. The caller successfully changed from program 3 at 4.3 volts to program 4 at 3.5 volts and was comfortable. When increasing stim on program 4 the caller stated that they thought they were 'dead down there', because they couldn't feel stim at 2.8 volts on program 4. It was recommended that they monitor their symptoms after making the change, and follow up with their healthcare provider if not resolved. Additional information was received from the patient. It was reported that the patient called back reporting the same information; therapy issues. The patient said the device is still not working correctly and they are at ¿4¿. The main reason for the call was to find out how high stimulation can go on each program. Patient services reviewed information. The patient received a letter that referenced the event but said they could not answer the questions right now but once they get the device working, they will call back and provide answers to those questions. The patient called back reporting the same information about never having therapy relief. The patient said that they are still not at the level that they should be because they are still wetting the bed. The patient attempted to increase but experienced pain like before. The patient did not decrease back to a comfortable level and they left stimulation as is. The patient wanted to change programs so patient services reviewed information and the patient was able to change programs and was comfortable. They will monitor symptoms and follow up with their healthcare professional if it doesn't resolve. Additional information was received from the patient. They reported that the implant did not work, they were sorry they got it. The doctor was going to remove it for them. They stated the doctor had no idea why it was not working, it was connected and the patient had x-rays taken. The trial was effective, but the doctor said sometimes it just didn't work for people. The patient was redirected to their physician.